Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation procedure a farawave was selected for use. During procedure, the device was unable to cross. The catheter was replaced, and the procedure was completed without patient complications. The device is not expected to be returned for laboratory analysis. It was further reported that the device was unable to pass through in the guiding catheter. Defective device was not inserted in the patient. The wire and the catheter were removed together. The wire was within the catheter during removal. No tissue. No other catheter malfunctions present.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation procedure a farawave was selected for use. During procedure, "the device was unable to cross". The guidewire seemed to be stuck in the catheter. The catheter was replaced and the procedure was completed without patient complications. The device is not expected to be returned for laboratory analysis.